Event description:
A type ii diabetic pt who is 25 weeks pregnant was placed on insulin and hospitalized for two days after a lab result of 196 mg/dl blood glucose was obtained. Prior to hospitalization, the suspect device gave results "lo" (<20 mg/dl), which the pt interpreted as acceptable. The pt had owned the instrument for only 23 days prior to calling with this complaint.

Manufacturer narrative:
Standard disclaimer on file.